Manufacturer narrative:
The complaint investigation for false positive results for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Review of trending reports for the assay did not identify any trend. Device history record review did not identify any issues associated with the reagent lot. Return testing was not completed as returns were not available. In house testing using a retained kit of reagent lot 06106ui00 determined that the specificity performance is not negatively impacted. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide which showed no unusual performance for the lot. Based on our investigation, we have determined that there is no general issue with the architect total b-hcg reagent lot 06106ui00.

Manufacturer narrative:
Patient identifier: complete entry = (B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect b-hcg result on a (B)(6) female patient. The results provided were: (B)(6) 2020 sid (B)(6) = 431.79miu/ml; (B)(6) 2020 new sample sid (B)(6) <1.20miu/ml; the sample from (B)(6) 2020 was retested sid (B)(6) = <1.20miu/ml (reference range used by the customer was 0-5miu/ml). Through troubleshooting, both samples were retested and both results were <1.20miu/ml. No impact to patient management was reported.